Event description:
It was reported that the ventilator was delivering oxygen value other than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information, no parts were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. The reported issue was confirmed in provided device logs. The cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).